Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a very calcified, 90% stenotic lesion in a proximal lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.